Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8,h3. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the o-ring leak could not be determined as the device was not returned for examination. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the toric joint or packing (o-ring) of the cylinder hose was expanding after several days of use. It was noted, carbon di oxide (co2) was noted to be leaking. Additional information was received indicating the customer was not breathing the air from the line prior to changing the tank. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The serial number of the subject device has not been provided. The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to purchase the toric joint or packing (o-ring) for the subject device, to correct the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.